Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found experiencing sterility breach before use. The following has been provided by the initial reporter: commercial customer has contacted us to report a quality deviation on the bd ultra-fine 6mm syringes at 100ui capacity (lot: 8029631 manufacturer: 03/2018 validity: 02/2023) it states that in this package one of the syringes had the needle bent and without the orange protective cover, and the cover was loose in the package that was sealed. Reported that the needle punctured the packaging, but there was no accidental puncture.

Manufacturer narrative:
Investigation summary: customer returned (10) 1cc, 6mm, 31g syringes in a sealed poly bag from lot # 8029631. Customer states that one of the syringes had the needle bent and without the orange protective cover, and the cover was loose in the package that was sealed. The returned poly bag was examined and exhibited one syringe with the shield off in the bag and a bent cannula. A review of the device history record was completed for batch# 8029631. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200735282] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 23jul2019, holdrege received (10) 1.0ml, 31g, 6mm syringes in (10) sealed polybags inside a carton from lot #8029631. Samples were decontaminated per hrst-17 and hqa-68 prior to evaluation. Visual inspection of the polybag found (1) syringe with the shield removed. The polybag had minor impact damage with small holes around the instructions and bar code. The syringe with the missing shield had bent cannula. The shield did not have any signs of impact damage. Review of quality notifications and maintenance dispatches found no issues that were related to the complaint. Shield pull test procedure tp700007 was performed on all samples with the following results: *2.013lbs, 1.790lbs, 2.019lbs, 2.323lbs, 0.982lbs, 1.767lbs, 1.569lbs, 1.592lbs, 1.683lbs and 2.095lbs. Per qc700483 the tolerance for the shield pull test is 0.85lb minimum and 6.45lb maximum. *-indicates sample found with shield missing. Equipment used: test stand ID #11987 calibrated 10sep2019 and force meter ID #13324 calibrated 10sep2019. The autopackout system receives bags of syringes from the ff&s machine. The equipment erects the carton and loads the appropriate amount of bags of syringes into the carton. The cartons are closed before being placed on the outfeed conveyor. Unable to determine root cause. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found experiencing sterility breach before use. The following has been provided by the initial reporter: commercial customer has contacted us to report a quality deviation on the bd ultra-fine 6 mm syringes at 100ui capacity (lot: 8029631 manufacturer: 03/2018 validity: 02/2023). It states that in this package one of the syringes had the needle bent and without the orange protective cover, and the cover was loose in the package that was sealed. Reported that the needle punctured the packaging, but there was no accidental puncture.